Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The distal cover will not be damaged if it can be attached correctly according to the procedure in the instruction manual. Therefore, the torn cover likely occurred at the facility due to handling by the user and pushing the cover diagonally when attached to the endoscope; however, a definitive root cause could not be identified. The cause of the damage(crack) is presumed to be attachment error to the scope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: see caution column in 7.3. "Push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." "9.3 attaching the distal cover", please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation. Olympus will continue to monitor the field performance of this device. In addition, we believe that the actual product satisfies the specifications.

Event description:
The customer reported the slit of the single use distal cover was torn when attached to the duodenoscope. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.